Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, 70 pocket failures with duplicate address detected. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full-height drawer cubie had a duplicate address detected. A field service engineer (fse) reported that the customer recovered the cubie pockets, unloaded the medication, and released the pockets. The fse shut down the station, replaced the drawer with one from a spare station, restarted the station, updated the firmware, configured the drawer, and reloaded the cubie pockets and medication. After the parts had arrived, the fse replaced the drawer again. The customer accessed the drawer, inventoried the medication, tested the drawer, and confirmed all tests passed. No further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, 70 pocket failures with duplicate address detected. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.